Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies multiple times before eventually resuming insulin. The customer declined additional assistance.